Event description:
Caller reports that she obtained a reading of 359 mg/dl on her device. About an hour later, she reports that she got a reading of 90mg/dl. She reports 'acting really funny' and was taken to the hosp. She reports that fifteen minutes later she received a reading of 51mg/dl on the hosp device. She states they started an IV and gave her juice and fruit. She reports once her blood glucose reached 120mg/dl she was released. No glucose control solutions was reportedly used. Requested return of suspect device and replacement was sent.